Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the product did not drain. The patient had a kidney transplant (B)(6) 2011. Reoperated for bleeding 15. Mars. A small amount of urine came despite a lot of intravenous fluids between 06am to 10am. As I touch the catheter to check, it spontaneously comes 350 ml urine. The catheter has a small loop and is not squeezed in any way. At 3 pm the patient calls and has bladder burst. I investigate the catheter once again, and by touching it, another 550 ml urine spontaneously in to the catheter. It is not good that these patients who are operated on the bladder has a large amount of urine in the bladder with the risk of urinary leakage / rupture of the bladder. Many of these patients have a very small diuresis, as they have not urinated on their own for several years. Since this is an event that has occurred several times after we got the new set. The issue is reported, although there was no harm to patient, except from discomfort with full bladder.